Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. A field service engineer removed drawer obstructions and verified the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer had failed thus preventing the user to obtain medication. However, the user was able to obtain the medication from another station. There were no adverse events or injuries reported based on this incident.